Event description:
Per start right representative documents, customer was doing great with insulin pump. However, it was reported that sometimes infusion tube would disconnect while customer slept. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.